Event description:
On 14-sep-2025, the user reported that their new ilet device became unresponsive during setup, freezing on the ¿fill tubing¿ confirmation screen. The touchscreen was also cracked, causing functionality issues. Both the new ilet and the old ilet were deemed nonfunctional and scheduled for return and replacement. Shipping, return, and setup instructions were reviewed with the user. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.